Event description:
It was reported that during a coronary stent procedure, stent deployment of another manufacturer's stent was successful, however, optimal stent expansion was not achieved. The physician inflated the maxxum energy. The balloon ruptured and became stuck in the stent. Removal difficulties were experienced. The balloon catheter was removed and it was noted that the balloon remained in the pt. Attempt at retrieval was unsuccessful. Pt was sent to surgery for removal. Pt status is listed as "good".